Manufacturer narrative:
Additional information was received from the customer stating that customer did not experience any high or low blood glucose events that required assistance from another person, and none that required treatment in a healthcare facility or emergency room. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated and low blood glucose (bg) level (value not provided). Reportedly, customer required assistance to treat bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.